Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral neck fractures by using the fns implants. The surgery was successfully completed without any delay. On (B)(6) 2020, the patient visited the hospital due to pain and it was confirmed that varus position of the bone head was progressing. On (B)(6) the patient visited the hospital again and it was confirmed that cut-out was about to occur because of the varus position of the bone head. On (B)(6) 2020, reoperation was scheduled to remove the fns implants and perform the bha (bipolar hip arthroplasty). The procedure was successfully completed. The surgeon commented as follows. There was no problem with fixation of the fns implants. The patient¿s dementia was progressing, and she may not keep the compliance after leaving the hospital. This may be a cause of this event. No further information is available. This report is for one (1) antirotation screw for femoral neck sys 85mm length - sterile. This is report 3 of 4 for (B)(4).